Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to (B)(6) 2014. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had one scs system and one pns system. This event pertains to the pns system. It was reported the patient had a fall and experienced ineffective stimulation due to lead migration. As a result, the lead was explanted on (B)(6) 2017.